Event description:
It was reported that during an unk procedure, the front end bursts open and cannot be clamped tightly. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/13/2026. D4: batch # a98d0h. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent damage to the external components. Additionally, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device underwent functional testing. Upon firing the device, it was observed that the tip of the advancer was broken, which prevented the clip from fully advancing into the jaw. Due to this condition, further functional testing could not be performed to fully evaluate the reported incident. To assess the condition of the internal components, the device was disassembled. Upon disassembly, eleven (11) clips were found remaining within the clip track. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a98d0h number, and no non-conformances were identified.